Event description:
It was reported that the patient was frequently charging the ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well with good coverage. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred two months back based on the date the manufacturer became aware of the event.